Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as " 3 episodes of continuously peritoneal inflammation". The cause of the events was reported as due to an unspecified bacterial infection. On an unreported date, the patient was treated with an unspecified intraperitoneal "drug" (no further information). On an unreported date, the patient was hospitalized for the event and was subsequently discharged, however, the patient was readmitted due to "inflammation". At the time of this report, the patient was recovered from the peritonitis events. Pd therapy was ongoing. No additional information is available.